Event description:
Related manufacturer reference number: 2017865-2023-47866. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited no magnet response and no inductive telemetry. The right ventricular lead oversensed noise, which triggered pacing inhibition. The pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.